Event description:
A customer contacted baxter's (B)(4) to report a system error 2240 alarm (indicating air) on the homechoice device during dwell 2 of 4. (B)(4) contacted the home patient (hp) regarding the reported event. The hp confirmed she disconnected during dwell and later reconnected after the alarm occurred. The hp stated she discarded the sample and did not know the lot number. The hp stated she notified her nurse of the issue who advised her on proper procedures. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).